Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the first reload could not be loaded onto the handle. The firing progress on the second reload was not complete. There was poor staple formation at the central part. Another device was used to complete thecase.